Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. The patient stated that there were gaps of air in the patient line. The technical service representative (tsr) explained how to set up for therapy and to check the patient line prior to connecting. The patient stated that they only check the fluid level at the top of the patient line. The tsr assisted to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.